Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 ns 20ml contained foreign matter the following information was provided by the initial reporter: "a foreign particle was found in the syringe. It looks like a flap of skin."

Event description:
It was reported that syringe s2 ns 20ml contained foreign matter. The following information was provided by the initial reporter: "a foreign particle was found in the syringe. It looks like a flap of skin."

Manufacturer narrative:
This complaint should be considered cancelled. The complaint was re-evaluated to be non-reportable. Photo shows that device is not a bd product.